Event description:
Right hemiarthroplasty performed in 2001. Prosthesis dislocated post-operatively, and closed reduction was performed 4 days later. Following closed reduction, hip remained unstable and surgeon proceeded to open reduction where uncemented femoral component was found to be rotated within the canal. Femoral stem was removed and replaced with cemented component.